Event description:
It was reported prior to using bd vacutainer® eclipse¿ signal¿ blood collection needles with integrated holder, the non-patient cannula was missing its rubber sleeve cover. Ten (10) devices were affected. No impact was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ signal¿ blood collection needles with integrated holder, the non-patient cannula was missing its rubber sleeve cover. Ten (10) devices were affected. No impact was reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 31-jul-2024. Investigation summary: bd received 10 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for missing sleeve was observed. The customer samples were evaluated by visual examination and the indicated failure mode for missing sleeve with the incident lot was observed in all 10 samples. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing sleeve was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing sleeve. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.